Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the "extension line leaked during use."

Event description:
The customer reports that the extension tubing on one lumen is cracked.

Event description:
The customer reports that the extension tubing on one lumen is cracked.

Manufacturer narrative:
(B)(4). The customer returned one, two-lumen PICC catheter for analysis. The catheter body was intentionally severed directly below the 46cm mark. The severed portion was not returned for analysis. Signs-of-use in the form of adhesive residue was observed on the extension lines. After failing functional testing , a small hole was observed on the proximal extension line. The edges of the hole were smooth and uniform, which is consistent with damage due to contact with sharps. No other defects or anomalies were observed. The cut in the proximal line was located 17mm from the proximal luer hub. The proximal extension line inner diameter measured .055", which is within the specification limits of .055"-.059" per the proximal extension line extrusion graphic. The proximal extension line outer diameter measured .094", which is within the specification limits of .093"-.097" per the proximal extension line extrusion graphic. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into the extension line hubs using a lab inventory 10ml syringe. When pressurizing the proximal extension line, water was observed leaking out of the hole. No leaks were observed when pressurizing the distal extension line. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use scissors to remove dressing to minimize the risk of cutting catheter". The IFU also cautions, "do not exert excessive force while removing the catheter, to minimize the risk of catheter breakage. The report of an extension line leak was confirmed through complaint investigation. Visual analysis revealed a small hole in the proximal extension line. This hole appeared consistent with damage due to contact with sharps (i.e. Scalpel, scissors, etc.). The proximal extension line met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.